Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned for evaluation. No imagery was provided for review. A device history review (DHR) was performed and revealed no issues that would have contributed to the complaint event. A lot history review revealed no other complaints for similar events. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the trend categories for the events. No instructions for use (IFU) or training deficiencies have been identified. During manufacturing all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested units passed pv testing. These inspections during the manufacturing process support that it is unlikely a defect in manufacturing contributed to the complaint event. The reported events were unable to be confirmed as the devices were not returned and relevant imagery was not provided. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint event. Further, a review of the IFU and training materials revealed no deficiencies. Per the reported information, when the delivery system was inserted ¿something caught the system in the lv and it could not be advanced further.¿ as a result, ¿the operator tried retracting the system into the sheath. During the attempt, the sapien 3 valve moved on balloon distally over the distal shoulder.¿ if the delivery system was caught on the patient¿s anatomy, excessive force and manipulation was likely applied to move the device, which could lead to the valve moving off the balloon. The profile of the valve over the distal shoulder would then be larger than over the balloon. In addition, if the valve is over the distal shoulder, it can become more difficult to maintain coaxiality during device removal. As a result, the delivery system can more easily catch on the sheath and create withdrawal difficulties. Therefore, available information suggests procedural factors (excessive force and manipulation/valve over distal shoulder/non-coaxial withdrawal of valve) likely contributed to the complaint events. Since no product non-conformances or labeling/IFU/training inadequacies were identified during evaluation, and the occurrence rate did not exceed the control limits for the applicable trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transapical tavr for aortic position, a certitude delivery system was inserted into the left ventricle (lv). Something caught the system in the lv and it could not be advanced further. At the same time, the blood pressure dropped and percutaneous cardiopulmonary support (pcps) was initiated. The operator tried retracting the system into the sheath. During the attempt, the sapen 3 valve moved on balloon distally over the distal shoulder. Because it was difficult to withdraw the system, it was removed with the sheath together. A sapien 3 valve was deployed in the targeted position using a new kit uneventfully. The pcps was weaned off successfully. Per medical opinion, it was unknown what caught the system as the guidewire was along the ventricular septum. The device was discarded at the hospital and not returned for evaluation.